Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a software issue. A technical service specialist effectively established and implemented a new archive path to address the problem. The system had functioned as intended after the technical service specialist had troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a malfunction during the controlled purge process. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.